Manufacturer narrative:
The other proglide device referenced is filed under a separate medwatch report number. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during unpackaging of two proglide devices, it was observed that on both devices the body of the device was cracked. There was no patient involvement and the devices were not used. No additional information was provided.